Manufacturer narrative:
Patient clearly stated he shaved his abdomen prior to applying the v-go and the hcp said the v-go was probably inserted into a hair follicle and infection set in. Hcp incised and drained the quarter size infected area in the hcp office on the left lower abdomen, applied a dressing and patient is on bactrim for 10 days. Today (B)(6) 2019 is the second day of antibiotics the area on the left lower abdomen is healing, drying and there was a small amount of pus there this am (B)(6) 2019.

Event description:
Patient had a problem he took off the v-go there was redness, swelling, and there was a raised boil that felt like it was ready to pop. The patient reported the area felt hot, and there may be an infection. He wore the v-go on the upper left side of his abdomen.